Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump and meter remote had powered off and would not power back on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed an ¿auto off¿ record on (B)(6) 2013 at 10:04. A ¿power on reset¿ followed with evidence of two discharged batteries installed on (B)(6) 2013 at 21:51 and 21:52. On examination, there was no visible damage or moisture contamination of the battery compartment. The battery cap returned with the pump was able to fully tighten. No power was loss was observed during the investigation. The pump was exercised for 24 hours without issues. The pump was opened for investigation and revealed no evidence of moisture of damage inside the pump. The battery terminal contacts showed no evidence of intermittent contact. Investigation was unable to duplicate the complaint.